Event description:
It was reported that during the procedure in a lesion located in the proximal segment of an unspecified coronary artery, a 014 balance middleweight (bmw) hydro guide wire reportedly became stuck in the stent of a 4.0 x 12 rx vision stent delivery system. As the guide wire was unable to be freed from the stent, both devices were withdrawn from the anatomy as a single unit. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the stent delivery system was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The multi-link rx vision stent mentioned is being filed under a separate manufacturer report number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.